Event description:
Patient had celect vena cava filter placed elsewhere. A chest x-ray obtained at the institution of placement revealed a fragment in the lung and subsequently a CT scan at our facility indicated a metallic density linear structure in right lower lung pulmonary artery consistent with embolized ivc filter fragment. Inferior venacavogram performed with attempted removal of the inferior vena cava filter which demonstrated a severely tilted celect cook filter. One of the four limbs was missing and a broken second limb with part of the limb in the interior vena cava wall. Attempts were made with snare, wires, and loops to engage the crotch of the filter. A small biopsy forceps attempted engagement of the top of the filter. All of the attempts failed. The filter was still intact and was as it was before attempting removal. It was elected to leave the filter in place.manufacturer response for filter, intravascular, cardiovascular, celect vena cava filter: no response.